Event description:
It was reported that the patient had evidence of right ventricular (rv) dysfunction prior to ventricular assist device (vad) implantation. Preoperatively, the patient's central venous pressure (cvp) was at a 26. The patient was scheduled for the operating room the week prior but was cancelled for optimization after a transesophageal echocardiogram (tee) showed moderate to severe rv failure with cvp greater than 30. The patient underwent a heartmate 3 left ventricular assist device (lvad) placement on (B)(6) 2024 and experienced rv failure immediately after the lvad speed was titrated up to 4400 rotations per minute (rpm) and bypass was discontinued. It was noted that a low flow alarm occurred which was visual due to being put on extended silence for duration of the surgery. The vad speed was unable to be increased due to rv failure. The patients mean arterial pressure (map) was in the 50's (mmhg) and rv was dilated on tee while lv was decompressed. The flow on the lvad was marginal at 2-2.5 liters per minute (lpm) and pulmonary arterial (pa) pressures were 52/31. The surgeon placed a right ventricular assist device (rvad) for additional support. Upon obtaining therapeutic rvad flow, the lvad flow improved, and patient's map increased to 70 millimeters of mercury (mmhg). It was noted that the rvad measurements were 7500 rpm with flow at 3.8 lpm. The lvad was 4900 rpm, flow at 3.6 lpm, pulsatility index (pi) at 4.0, and power at 3.2 watts. The patient was stable and had been transferred to the intensive care unit after chest closure.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not be conclusively determined through this evaluation. Additionally, the reported low flow events could not be confirmed since no log files were submitted for evaluation. The patient remains ongoing on the hm 3 lvas, serial number: (B)(6), with no further issues reported at this time. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU)and the hm 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure as an adverse event that may be associated with the use of the hm 3 lvas. The IFU also addresses all pump parameters, including pump flow, and describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This document notes that changes in patient condition can result in low flow. The IFU also explains that, in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Additionally, the IFU and patient handbook address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, the handbook provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.